Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had inadequate iodine. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. This is report 10 of 20 involved in this event.

Manufacturer narrative:
(B)(4). Additional information/correction: the customer reported lot number was 14h09h15; however, this lot number is not recognized by baxter. The actual device was not available; however, a companion sample was received for evaluation. The device¿s packaging revealed that the lot number of the received device was 14g09h15. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing revealed that the amount of iodine within the device was within specifications. The reported issue could not be verified. A batch review was conducted for lot 14g09h15 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.